Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that after a ppv procedure, on study day 3, a subject experienced, patient noted some vision loss. Subject was found to have a vitreous hemorrhage that was followed until (B)(6) 2021. As the hemorrhage had not cleared, he underwent ppv. During ppv there was whitish debris that was noted in the inferior retina. This debris was washed out using bss and aspiration. There was mild ac fibrin that was cleared. The ac fluid and vitreous cassette was sent for culture. The gram stain was negative. Patient was treated with vanc and ceftaz intravitreally. On post-op day 1 the vitreous looked much clearer on bscan and there was no retinal detachment. Patient noted he walked almost 2 hours the day after the procedure and was exposed to some dirt. The principal investigator (pi) feels that sweat may have come into the eye and caused infection. The pi's feeling is that neither the procedure or drug was responsible for the sae.

Manufacturer narrative:
Regarding the reported event the disposable 41 gauge dual bore bss injection needle involved was not returned. Hence, no physical examination could be performed. Review of the manufacturing and sterilization records revealed no deviations. The patient involved noted that he walked almost 2 hours the day after the procedure and was exposed to some dirt. The principal investigator (pi) feels that sweat may have come into the eye and caused infection. The pi's feeling is that neither the procedure nor the drug was responsible for the serious adverse event (sae). Since the manufacturing and sterilization records showed no deviations, the reported sae is also considered not attributable to the injection needle that was used. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
We have been informed that after a ppv procedure, on study day 3, a subject experienced, patient noted some vision loss . Subject was found to have a vitreous hemorrhage that was followed until (B)(6) 2021. As the hemorrhage had not cleared, he underwent ppv. During ppv there was whitish debris that was noted in the inferior retina. This debris was washed out using bss and aspiration. There was mild ac fibrin that was cleared. The ac fluid and vitreous cassette was sent for culture. The gram stain was negative. Patient was treated with vanc and ceftaz intravitreally. On post-op day 1 the vitreous looked much clearer on bscan and there was no retinal detachment. Patient noted he walked almost 2 hours the day after the procedure and was exposed to some dirt. The principal investigator (pi) feels that sweat may have come into the eye and caused infection. The pi's feeling is that neither the procedure or drug was responsible for the sae.